Event description:
This report summarizes 1 malfunction event where a t3 mini midwest handpiece overheated. 1 event resulted in the patient being slightly burned with ointment applied.

Manufacturer narrative:
We are awaiting the return of 1 device. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.